Event description:
It was reported, the pt is having difficulty communicating with her ipg using the charger. The pt declined to meet with an sjm rep for troubleshooting of her system. The pt stated she may want her scs system removed.

Manufacturer narrative:
1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.